Manufacturer narrative:
Evaluation results code. Row #1 was removed and corrected due to error.

Event description:
The remstar pro c-flex+ device was returned to a third- party service center, the device was visually inspected and found device had burnt power connector and no evidence of foam particles or degradation. In addition, the device displayed error code e-53: err_comp_log_sem_timeout. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow-up report will be filed.